Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole monofilament was returned loose with the posterior needle tip remaining attached to the rail end. The needle plunger, link, anterior cuff, and posterior cuff were not returned with the device, which limited the scope of the investigation. The posterior needle tip was returned without the posterior cuff indicating a posterior needle-to-cuff miss occurred. A proxy needle plunger was inserted resulting in acceptable needle trajectory. Based on the device evaluation, the most probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.